Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the cartridge chemistry (cc) sample probe, wash collar, and wash vacuum probe to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to the cc side hardware. Results: wash collar.

Event description:
The customer reported obtaining one erroneously low lactate dehydrogenase (ld) result, for one (B)(6) old male patient, from the synchron lx20 clinical chemistry system. Subsequent repeats of the sample on the same instrument produced higher results which were reported out of the laboratory. The customer stated that there was no effect or change to patient treatment in connection with this event. No other analytes were noted to be erroneous for this patient and no other patients were affected for this event. Quality control (qc) results were within the established ranges prior to and on the day of the event. The customer indicated that lipase and iron failed calibration following the erroneous ld result.